Event description:
A jelco manufactured tb syringe distributed by smiths medical a needle was noted to have a residue. The needle was not used. Once this was reported, an inspection of other tb syringes within the system was conducted and other syringes were found to have similar residue present. The affected lot numbers were identified and removed from the system. This was reported to the smiths medical and they are investigating. At this time, the results of their testing is pending and the substance has not been identified.